Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) oversensed noise which resulted in symptomatic pacing inhibition. Symptoms reported were nausea without syncope. An invasive procedure was performed, which demonstrated that the high voltage lead terminals of the competitor's lead were reversed in the device header. The physician removed the terminals, and correctly inserted them into the device. This action resolved the oversensing.